Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements of greater than 2000 ohms. The patient was brought into the clinic for further evaluation. Upon device interrogation, this crt-p had an isolated signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the ra channel. Additionally, inappropriate storage of atrial tachy response (atr) episodes were found as a result of oversensing noise signals on the ra channel. It was also noted the right ventricular (rv) channel exhibited noisy signals, but these were not oversensed. The rv impedance measurements have noted to be stable within normal range. Technical services (ts) was consulted and provided programming and troubleshooting recommendations. At this time, the crt-p system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements of greater than 2000 ohms. The patient was brought into the clinic for further evaluation. Upon device interrogation, this crt-p had an isolated signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the ra channel. Additionally, inappropriate storage of atrial tachy response (atr) episodes were found as a result of oversensing noise signals on the ra channel. It was also noted the right ventricular (rv) channel exhibited noisy signals, but these were not oversensed. The rv impedance measurements have noted to be stable within normal range. Technical services (ts) was consulted and provided programming and troubleshooting recommendations. At this time, the crt-p system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements of greater than 2000 ohms. The patient was brought into the clinic for further evaluation. Upon device interrogation, this crt-p had an isolated signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the ra channel. Additionally, inappropriate storage of atrial tachy response (atr) episodes were found as a result of oversensing noise signals on the ra channel. It was also noted the right ventricular (rv) channel exhibited noisy signals, but these were not oversensed. The rv impedance measurements have noted to be stable within normal range. Technical services (ts) was consulted and provided programming and troubleshooting recommendations. At this time, the crt-p system remains in-service. No adverse patient effects were reported.